Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room service and admitted to hospital due to high blood glucose on (B)(6) 2020 with blood glucose of 186 mg/dl. Customer's other blood glucose value was 490 mg/dl. The customer experienced symptoms such as lupus, kidney issue and dehydration. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.